Event description:
The patient experienced a loss of therapeutic. Her device has not worked since yesterday. She could not connect to her implant with her patient programmer yesterday. She was also more shakier than usual. She just moved to the area and does not have a following doctor. Additional information has been requested. Reference manufacturer report # 3004209178-2013-20991.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v959670, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v959670, implanted: 2012 (B)(6); product type lead. (B)(4).